Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 450 mg/dl. The customer was in urgent care and sent to emergency room and currently in intensive care unit. Customer had difficulty in breathing and had a fatigue. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.